Manufacturer narrative:
Follow-up #1 date of submission 09/29/2016 device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2016 with the following findings: a review of the black box data showed evidence of short battery life with a drastic voltage drop. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was found inside battery canister. No battery cap was returned with the pump; a test cap was used to completed investigation. Using a new battery, the pump powers up with just one battery indicator on the display due the moisture corrosion, reported ¿short battery life¿ complaint is duplicated. The pump¿s current draws measured within specifications. The pump failed a leak test due to the battery compartment. The pump cover was opened and no internal defect was found. (B)(4). Serial # (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, there was an intermittent power issue and moisture in and damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.